Manufacturer narrative:
(B)(4). It was reported that two communication errors occurred in guidance during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the technical root cause of the event was determined to be a shared memory error for the first shutdown and the root cause of the second shutdown cannot be determined.

Event description:
A software communication error occurred during guidance. The surgeon wanted to move the robot arm away from the trajectory so they could place the electrode, but right before they tried to move the robot arm, the error occurred with the message "communication failure with the robot. The system will shut down.". The robot was shut down, and the delay was 5 minutes before we could start up again. The error seemed to happen randomly. Another communication error occurred when trying to guide the arm to trajectory smg. The surgeon stepped on the vigilance device to move the arm and the error seemed to occur randomly again. The error had the same message as the first one. The robot was restarted and the delay was again 5 minutes. The total delay was less than 10 minutes. The patient was under anesthesia and incisions were made during both shutdowns.